Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that he obtained an error 2 meter issue message on his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call. The patient reported that he obtained the alleged error message at 8am on (B)(6) 2016. The patient manages his diabetes with insulin which he self-adjusts. He reported that after obtaining the error message, he continued with his usual dose of medication (including sliding scale). He claimed that 10 minutes after the start of the alleged issue, he developed symptoms of thirst. The reported that he self-treated his symptoms with half a unit of humalog insulin. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the meter. When the power button was pressed, the error 2 message occurred. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of an acute diabetes excursion, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.